Manufacturer narrative:
Sample collection and specific centrifugation data were not supplied. The laboratory has an accutni patient sample repeat procedure which includes repeating all accutni samples between 0.04 - 0.25 ng/ml and any specimen that fails in-house delta check system process in place. No specific event qc data was supplied. The unit is currently performing within qc specifications on contact with the customer. Service was not dispatched for this event. A root cause for this event was not determined to date.

Event description:
Beckman coulter inc, (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni results. Actual patient results were not supplied. The event will be assumed to be worst case scenario that false positive accutni patient results above the ami cut-off were initially obtained with repeat results recovering within the normal reference range. The customer did not report affect to the patient or user attributed or connected to this event.